Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential oversensing resulting in multiple inappropriate shocks. The device was programmed to the primary vector at the time of the delivered shocks. The patient was then admitted to the hospital and another inappropriate shock was delivered. Lateral view x-rays were completed with no indication of lead impairment or under insertion. The surface electrocardiograms showed noise in all vectors, however, with system manipulation, no noise was observed. Technical services (ts) recommended programming the system to the secondary vector to mitigate further oversensing. This system is expected to be replaced with a transvenous system in the future. Currently, the system remains service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential oversensing resulting in multiple inappropriate shocks. The device was programmed to the primary vector at the time of the delivered shocks. The patient was then admitted to the hospital and another inappropriate shock was delivered. Lateral view x-rays were completed with no indication of lead impairment or under insertion. The surface electrocardiograms showed noise in all vectors, however, with system manipulation, no noise was observed. Technical services (ts) recommended programming the system to the secondary vector to mitigate further oversensing. This system was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.